Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 volts for 4 consecutive hours due to resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm and the customer states second call power error detected within 4 hours of troubleshooting the previous occurrence. The insulin pump will be returned for analysis.